Manufacturer narrative:
(B)(4). Investigation results: although the physical sample was not received for evaluation, a photo of the affected unit was received. During visual analysis of the photo, it was noted that the one piece access dilator was broken. Therefore, the reported condition was confirmed. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Verification of the condition of each one piece access dilator component prior to release is required in both manufacturing and inspection procedures. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined, as a physical sample was not available for analysis and as during review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel, manufacturing method or materials to the reported condition. Although the root cause could not be determined without a physical sample for analysis, the manufacturing plant will continue to monitor this issue to identify any adverse trend and/or need for further actions.

Event description:
The customer reported that the two lines were connected, the clamp pressed on but then fluid leaked out from the connector. The clamp was pressed off and when the access tip was withdrawn from the patient's line, it was seen that the tip had a crack all the way around like it was about to snap off. They cleaned up and used a second bottle with no further issues. This is an experienced user. There was no patient harm. On (B)(6) 2014, the international contact (B)(6) provided the following additional information as obtained from the customer: other than no clicking sound heard when inserting the access tip, there was no other difficulty noted. There was nothing noted of the unit prior to use that would indicate a defect. When no click was heard, there was no need to jiggle or force the tip as it connected ok. No extra force was required. The actual sample is not available for evaluation.